Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 530 mg/dl. The customer had experienced high blood glucose levels for the past 18 hrs. Troubleshooting was performed, and the insulin pump was programmed correctly, but the time was set to military time. Assisted with the time change. The insulin pump passed the prime and high pressure tests. Nothing further was reported.